Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. It was observed that reader turning hot while charging with usb cable, also connect to computer message was observed the returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no issues were observed. An extended investigation has been performed. Visual inspection has been performed on the de-cased reader and no sign of damage or evidence of fire was observed. No corrosion was observed. The returned reader was connected to a computer via usb cable. The reader was not detected by software. The usage data was extracted and reviewed by sending command on software. The usage log states that the device was paired with few sensors and a lot of sensor scans. Therefore, this was not an out of box issue. Bench testing was performed on the reader. The reader was not able to power on using the button depression, test strip insertion. The returned battery was measured using a digital multimeter, which is not within the specification. A known good battery was used for the rest of testing. The reader was powered on and ¿connected to the computer¿ display message was observed. The reader was monitored under a thermal camera during operation and and hot spots were observed on u13 and cpu. The u13 chip was removed from the pcba. Both pin pads were shorted together where the u13 chip was removed. The ¿connected to the computer¿ display message and hot spot on the u1 was still observed. When the device was not connected to the computer and voltage was observed on line. This indicates there is damage on the pa9 pin of the cpu. It was determined that this issue is caused by the customer using a non-abbott provided usb adapter. It was observed that the reader displayed a ¿connected to the computer¿ display message and had hot spots. Interrogation of the device revealed the device had been put through electrical overstress from the use of the incorrect usb adapter. This resulted in faulty/damaged components, ¿connected to the computer¿ display message, and hotspots. The reported issue of the reader not powering on was not observed. Therefore, the issue is not confirmed to use due to incorrect adapter used. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device had a fast-draining battery. The product was returned and investigated for the battery issue, however during investigation the internal pcba (printed circuit board assembly) became too hot while charging. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device had a fast-draining battery. The product was returned and investigated for the battery issue, however during investigation the internal pcba (printed circuit board assembly) became too hot while charging. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.